Event description:
Livanova deutschland received a report that an essenz double roller pump 85, used for cardioplegia blood (cpl-b), gave an error message ("cpl-b problem") on the cockpit of the essenz console. After switching off the device and starting again, the problem was solved. The issue occurred during priming and initial safety checks. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz system. The incident occurred in oulu, finland. The serial read-out of the involved pump (real time device parameters and setting recording file) was provided. However, they cannot be analyzed since they are corrupted. Therefore, error code associated to the error message occurred is currently unknown. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: as per what reported by the customer, the issue has been solved by powering cycle the machine. No evidence of livanova field technical service activity on the pump was made available since the pump functionality was restored during the procedure. Complaints database analysis revealed no similar event since unit installation in 2023 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the current level of information the root cause cannot be identified, however, it cannot be ruled out that the most likely root cause is related to isolated software exception not correctly handled by the control unit.

Event description:
See initial report.